Event description:
The customer reported that there was a blemish on the displayed live image. There has been no pt injury.

Manufacturer narrative:
The service rep found the problem was isolated to faulty ccd camera assembly. He installed and tested a new camera assembly. The displayed image is now blemish free. Close case.